Event description:
After 8 years of cochlear implant use, the pt's electrode array reportedly migrated into the outer ear canal. Inflammation was also present in the ear. Explantation and reimplantation with a new device was performed in 2005.